Event description:
It was reported that during pre-cardiopulmonary bypass of the device for cardiopulmonary bypass procedure (cpb), the central control monitor (ccm) screen was scramble. The perfusionist (ccp) could not read anything on the screen. The device was not changed out, as the ccp used the ccm for the case. The procedure was delayed approximately ten minutes, as the entire system one unite was rebooted. The surgical procedure was completed successfully, and there were no blood loss or n adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.